Event description:
It was reported that the insulin pump stopped working without reason and had a blank display. The caller did not know the blood glucose reading. The caller was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was monitored and no blank display anomalies were noted. The insulin pump powered up properly after battery installation. The operating currents are within specification. The insulin pump has minor scratches on the lcd window.